Manufacturer narrative:
Product ID 377660 lot# v009729 serial# implanted: (B)(4) 2007 explanted: (B)(4) 2010 product type lead product ID 377660 lot# v007732 serial# implanted: (B)(4) 2007 explanted: (B)(4) 2010 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on (B)(4) 2018 reporting that the patient was misunderstood and had their device and leads removed on (B)(4) 2010. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 377660, lot# v009729, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v007732, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient had their device removed because they had pain at their implant site and their stimulator was not helping with their back pain. Technical services reviewed MRI information for abandoned components as the patient still had the lead implanted, but not the ins. The event date was asked but was unknown. No further complications were reported/anticipated.